Event description:
On (B)(6) 2025, it was reported by an arthrex's distributor via email that for an ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tigertape® loop suture (white/black), the screw was broken while inserting into calcaneous. This was detected during an achilles repair surgery on (B)(6) 2025. The procedure was completed successfully by using additional ar-2324bcctt. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
One unpackaged ar-2324bcctt swivelock®, batch 15452220, was received for investigation. Visual evaluation noted that the eyelet, sutures, driver, and o-ring were returned for evaluation. The eyelet remained attached to the sutures. Functional testing could not be performed due to the condition of the returned components and the absence of the anchor itself. Because the anchor was not returned, a complete evaluation could not be conducted, and the complaint allegation cannot be confirmed. Refer to the investigation photographs.